Manufacturer narrative:
The device is expected for eval, but has not yet been rec'd. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that during a chillies debridement that the bio-absorbable anchor broke before being fully inserted. Tip of the anchor remained in the pt. To complete the case another anchor was inserted next to the broken one further pt information was requested without success. This device is used for treatment.